Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. Troubleshooting found that the k1 relay would not latch as intended. Following the replacement of the relay; the imaging system then passed the system checkout and was found to be fully functional. The relay was returned to the manufacturer for analysis. Testing found that contacts on the board had signs of electrical over-stress confirming an electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, when starting up the imaging system, the generator icon had a red x on the pendant and that the system displayed "initializing please wait." No additional information was provided. There was no patient present when this issue was identified.